Event description:
Event description boston scientific received information from a pt verification form that the pt, with this pacemaker passed away five months prior. The family member wrote that the pt's death was likely related to the pacemaker. There were no clinical experiences reported from the family, field representative or physician on this device prior to receiving this form from the family member. This device was not included in an advisory.

Manufacturer narrative:
Not returned. Event conclusion: the device was not returned for analysis and was likely buried with the pt. No additional information is available at this time despite attempts to obtain the cause of death. This event will be reopened if additional information becomes available or if the product is returned for analysis.